Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
An event occurred on an unspecified date involved a 20 cm (8") appx 0.80 ml, ext set w/surplug micro clear, rotating luer reported blood leakage at the valve. There was unknown patient involvement and unknown harm reported.

Event description:
Additional information was received stating that no anomalies were visually observed on the device. Even after connecting to an infusion set, blood leaks. Blood loss volume: approximately 5ml. The device was returned to terumo factory for inspection, and their findings were as follows: "one (1) actual sample was received. Upon checking the connector, no damage was observed on the top surface of the valve. However, the valve was found to be off-center, and a gap was confirmed between the valve and the housing. Moreover, a significant longitudinal tear was observed on the side surface of the valve. We connected our in-house sa three-way cock to the male connector of the sample and attached our in-house syringe(filled with water) to the t-port of the three-way cock. When the syringe plunger was pressed, leakage occurred at the top surface of the sample. A CT inspection was performed. The results recorded no deformation in the internal conduit. Unknown when did event occurred. The event was not detected prior to direct patient use. The type of procedure is infusion. I.v. Catheter is the identified device involved, and unknown medication. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. The product was not disposed of. Same lot device sample is not available, and mating device is not available to be tested. The quantity affected is 1, and there are 2 samples available to be sent for evaluation.".

Manufacturer narrative:
A series of photos and a CT scan image from inside the shuntless microclave were shared by the customer, showing an anomaly at the spike and what appears to be a leak at the top. One used device was returned for evaluation. As received, the shuntless microclave came cut off from the set. No mating device was return for evaluation. Based on the condition the sample was returned functional test was not possible to be completed it. However, when the shuntless microclave was dissembled even though a good lubrication was noted the spike was slightly bent and a tear at the side of the seal was noted. Even sample was not able to be tested due to the conditions that was returned. Based on the u-shape tearing noted at the top and in the side of the seal, this might be an indicative of needle strike during use. Do not use needles, blunt cannulas, or luer caps on needle free connectors the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The complaint investigation was updated as follows: a series of photos and a CT scan image from inside the shuntless microclave were shared by the customer, showing an anomaly at the spike and what appears to be a leak at the top. One used list #ir-et52010, 20 cm (8") appx 0.80 ml, ext set w/surplug¿ micro clear, rotating luer was returned for evaluation. As received, the shuntless microclave was detached from the set. Further analysis of the shuntless microclave identified damage on the seal (at the top and at the side). The characteristics of these types of seal damages that occurred during use most likely caused/contributed to the reported dimensional anomalies described as ¿gap¿ and ¿off-center¿. No mating device was returned for evaluation. Based on the condition of the returned sample, functional testing was not possible to be completed. However, when the shuntless microclave was dissembled (even though a good lubrication was noted), the spike was slightly bent and a torn at the side of the seal was noted. Even though the returned sample was not able to be tested due to the conditions, the u-shape tearing noted at the top and in the side of the seal, might be an indicative of a needle strike during use. Dfu states: do not use needles, blunt cannulas, or luer caps on needle free connectors. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to MFR: 11feb2026. Updated information can be found in h6 component code, investigation findings codes, investigation conclusion codes